Event description:
A malfunction on the pump was reported, though no notable events occurred prior to the issue, and there was no adverse impact to the customer's blood glucose level. Technical support provided the caller with instructions on how to reset the pump, and the caller successfully completed the reset without the malfunction recurring. The customer was advised to continue using the pump and to contact support again if the issue arose.